Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) or (B)(6) of 2021.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was not released by the medical facility.